Manufacturer narrative:
Findings: reliability analysis valuated 1 opened/used enlite-sensor. Performed visual inspection. Found electrode peel back (retracted) in enlite-sensor base. Unable to confirm damage due to enlite-sensor being opened/used.

Event description:
It is reported that a customer has issues with inserting her sensor. The patient's blood glucose was unknown. The customer stated that she pulled the needle out and the wire was sticking out. The customer was advised to try to start over and insert another sensor. The customer was sent a new sensor. No further information was provided.